Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected. Customer's blood glucose level was 161 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer stated power error detected recurred within a week of troubleshooting. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to connector resistance issue.